Event description:
Caller reported that the language on the pump was incorrect, with the pump displaying a different language than expected upon being plugged in. There was no adverse impact to the customer's blood glucose level. The customer contacted tandem and received assistance from customer technical support, who helped reset the pump and successfully switch the language to english, requiring no further action.